Event description:
It was reported that 9900 system had a collimator calibration required error message. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The ffb and gib were installed and the ps1 power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.